Event description:
It was reported that the user experienced low blood glucose after several meals while using the ilet, and review of synchronized reports showed glucose was already trending low prior to meal announcements; education was provided to treat the low first, wait for stabilization, and then announce and eat the meal. Symptoms included hypoglycemia, reaching 52 mg/dl. Outcomes included urgent low glucose and low glucose alerts that required intervention. Investigation included troubleshooting and education with review of uploaded device data. Investigation of this case revealed that the device did not treat, or did not sufficiently treat, hypoglycemia in the context of meals announced during a downward glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was user management of meal announcements during active hypoglycemia and the need for oral glucose treatment such as juice or glucose tablets.